Manufacturer narrative:
Continuation of concomitant medical products: product ID 977a260, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  his body is "rejecting" the leads in his body and they "hurt like "profanity"" and "making his life completely worthless". Pt stated he has to lay in bed all the time because of the pain. Pt cannot find a healthcare provider (hcp)/surgeon to remove the lead wires. Pt stated that medtronic must have someone that will take them out. Patient services specialist (pss) offered pt hcp list and recommended pt consult with his insurance provider - pt stated that he has worked with insurance but cannot find any hcp who will do it. Pt stated that he has made multiple calls to physicians and asked if they will remove pain stim leads and no one will do it. Pt stated that he contacted university if ia and they want a medtronic rep to come to his appt as a consult. Pss is sending a message to the local field rep as an fyi about pt call to see if they can assist. The patient was redirected to their healthcare provider to further address the issue.